Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a scratched reservoir tube window.

Event description:
It was reported the customer received a motor error alarm. Customer's blood glucose was 367 mg/dl. Customer had treated their blood glucose with .8 units of insulin. It was also found the customer was feeling dizzy and passed out from their high blood glucose. The customer could not recall any significant events leading to the alarm. Customer also reported they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.